Manufacturer narrative:
A ge service rep performed an on site investigation. The battery relay connections were cleaned and the contacts restored. The service rep recommended that the battery be replaced. The system was tested and operates as intended.

Event description:
The customer reported that on the 9600 system there was a precharge failed error message. No pt injury was reported.